Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
During the treatment of varicose veins, the user injected hist acrylic in the channel of the device to glue the tissue together. The user completed the procedure with the device. Then the user returned the device to olympus repair center. During the inspection of the device, olympus repair center found that hist acrylic was clogged in the channel. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. According to the evaluation, the following was found. Nozzle was clogged. Object and light guide lens were chipped. The device cover was burned. Glue at the distal end was chipped. The bending section rubber glue was worn out. Insertion section was sticky. Resin of connecting tube was lifted. Angulation control knob had a play. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc confirmed the past similar event and surmised that this phenomenon is attributed to the following. Medical glue was injected via endo therapy accessories during the procedure. The user made a mistake of accessories handling when withdrawing it, then the medical glue adhered inside the instrument channel. The medical glue got stuck and remained within the instrument channel. If significant additional information is received, this report will be supplemented.